Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-02938. It was reported that the patient was experiencing uncomfortable therapy. As a result, the patient underwent surgical intervention during which the system was explanted.